Event description:
In 2009, the pt reported experiencing frequent e4 (occlusion) errors during the past 3-4 days. She changed the insulin cartridge, infusion site, and tubing this morning and by mid-morning, her blood glucose measured 300 mg/dl. She attempted to bolus and e4 was displayed. She was at a conference and was not able to troubleshoot so she disconnected from the infusion device. After lunch her blood glucose measured over 500 mg/dl. She attempted to inject insulin via syringe by removing insulin from the cartridge, but she was unsuccessful. When she returned home at 5:00pm, she "may have changed her tubing" and left for a dinner meeting. At dinner her blood glucose measured 394 mg/dl and she received an e4 while attempting to bolus. She silenced the error and injected 8 units of insulin via syringe. Her normal blood glucose range is 80-180 mg/dl. To troubleshoot the pt was instructed to disconnect from the infusion site and to prime, e4 was displayed. She removed the infusion tubing and was able to prime through the adapter without error. She was sent replacement infusion sets. Upon follow up four days later, the pt reported that her blood glucose returned to normal but then elevated to 400 mg/dl the day before, and her readings have been 200-300 mg/dl today. She stated that she has not received any further e4 errors. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.